Event description:
During a left atrial flutter procedure, the sheath fractured and separated when crossing the fossa ovalis. The sheath was retrieved with a wire and balloon. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of the fractured sheath was confirmed. The results of the investigation concluded that the introducer sheath was a light yellow color. The damage is consistent with the product being stored outside of the shelf box and exposed to light. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported fracture / separation is consistent with exposure to light and subsequent material degradation. The product instructions for use (IFU) warns that product should be stored in a cool, dark, dry place.